Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump received pump error second time. The customer¿s blood glucose level was 266 mg/dl at the time of incident. Customer stated that the insulin pump received motor error alarm. Customer was able to clear the motor error alarm and also customer was able to complete rewind of insulin pump. Customer stated that the motor error did not reoccurred. The customer was advised to revert the backup plan. The insulin pump will be returned for analysis.